Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed, the distal tip did not articulate when turning the small knob in the clockwise direction. A spybite device was passed through the working channel without issue. The handle was disassembled for examination and it was found that the steering wire was broken. A portion of the distal end of the catheter were removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out; the working channel sleeve was pulled out of the catheter. There was strong evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the proximal end of the working channel sleeve remaining attached to the pebax and several areas of the pebax region covered in white adhesive and working channel sleeve braid imprints. The complaint was consistent with the reported event that the spyscope ds was unable/difficult to articulate tip, however, it was found that the working channel sleeve extended from the distal cap when articulated. Most likely, the defect was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the working channel sleeve protrusion is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, during procedure, a noise was heard the steering of the spyscope ds tip was unable to articulate. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results: working channel sleeve protrusion.